Event description:
Medical safety reported complaints from literature that was reviewed for the post market surveillance reporting. Article title: the rate of screw misplacement in segmental pedicle screw fixation in adolescent idiopathic scoliosis (abul-kasim,k) feb 2011. Clinical findings determined by medical safety and complaint management: n=2 patients reoperated for removal of misplaced pedicle screw. See mfg medwatch report no. 1526439-2014-11332 for the first patient with this issue.

Manufacturer narrative:
No follow-up report is anticipated as the product has not been returned. The source of the report is the following literature source: article title: the rate of screw misplacement in segmental pedicle screw fixation in adolescent idiopathic scoliosis (abul-kasim,k). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.